Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that there was physical damage to the insulin pump. The customer did not know the blood glucose reading. She stated that she was not sure why her blood glucose levels had risen, advising that the infusion set tubing may have been kinked while she was sleeping. She reported that her most recent blood glucose readings were normal and declined troubleshooting for both high blood glucose and no delivery alarms. She stated that she may have received a no delivery alarm but did not hear the alarms when she slept. She noted that the physical damage consisted or a crack at the bottom of the reservoir window. She was unsure of how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.